Event description:
Complainant alleged that the staff of the medical/surgical department was treating a 65 year old male pt for anasarca. The staff was monitoring the pt., and then began defibrillating the pt. The staff was unable to get any ECG signal from any leads. The staff attempted to defibrillate the pt nine times with no success. At some point during the attempted defibrillation both 300 and 360 joules were attempted, without success. The staff was able to obtain another defibrillator at the time of the malfunction. There was no adverse effect on the pt.